Event description:
It is reported that the pt was revised for an unk reason.

Manufacturer narrative:
Eval summary: operative notes were received for the implant surgery on (B)(6) 2010 and for the revision of the articular surface on (B)(6) 2010. The operative notes indicate that stryker simplex tobramycin bone cement was used in conjunction with the zimmer implants mentioned above. There is no indication of a possible root cause in the operative notes. No devices or photos were received; therefore, the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.